Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was not able to reproduce the issue, however the fse did replace the universal surgical manipulator (usm) and the proximal set up joint (suj). The system was tested and verified as ready for use. Isi did receive the proximal suj to perform failure analysis (fa). Fa was able to confirm the error via system logs but could not replicate the issue in-house. The unit was tested on a psc fixture test platform (pftp) and all the tests passed. Fa found several communication and temperature errors. The axes controller setup (acu), horizontal harness, fiber optic will be replaced as a fix. The horizontal brake will be replaced as a precaution. Isi did receive the usm to perform fa and fa was able to confirm the issue via system logs. The unit was tested on an in-house system and passed in normal mode. The unit was also tested on a pftp and passed all the tests. The axes controller spar (acs) board and carriage were inspected, all flat flex cable's (ffc¿s) and fibers were correctly plugged and did not present any physical damage, and no fluid intrusion was found. However, during visual inspection the rolling loop was found misaligned. As a precaution, the rolling loop assembly will be replaced.

Event description:
It was reported that during a da vinci-assisted umbilical hernia surgical procedure, the customer was getting a non-recoverable fault. They rebooted the system and got a recoverable fault and when recovered it went to non-recoverable fault. The intuitive surgical, inc. (Isi) technical support engineer (tse) viewed logs and found 32100 pointing to proximal set up joint (suj) 2. The fse asked the caller to hard power cycle the patient side cart (psc) and the system came back up normally. The caller stated they were not using arm 1 and can swap to using that arm instead. The isi clinical sales representative (csr) called back to state the errors returned and the customer decided to convert the procedure to traditional laparoscopic surgery. Isi followed up with the customer and obtained the following additional information: the laparoscopic procedure did not result in increase in port size incision or adding additional ports. The patient tolerated the conversion well and remained stable. There was no injury to the patient. The patient demographics was provided.